Event description:
Note: this report is being filed to capture the second wire used in the procedure: "customer grabbed another wire from same batch and event happened again." Medwatch report 9680001-2022-00102 captures the first device. Event description: customer was performing a routine catheter exchange and noticed that the hydrophilic coating of the wire was sheared off. Customer grabbed another wire from same batch and event happened again. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: replacement wire pulled. Patient present at time of event?: yes. Patient complications: no patient complications.

Manufacturer narrative:
This report is being filed in response to the statement within the complaint narrative, "customer grabbed another wire from same batch and event happened again." Please reference medwatch report 9680001-2022-102. The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use, warnings: do not manipulate or withdraw the zipwire hydrophilic guide wire through a metal entry needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or metal dilator may result in destruction and or separation of the outer polyurethane coating, requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. To prevent possible tissue damage, care should be taken when manipulating a device over a zipwire hydrophilic guide wire during the device's placement or withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the zipwire hydrophilic guide wire and device as a unit to prevent possible damage and/or complications. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire¿ hydrophilic guide wire and/or catheter and determine the cause under fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.